Event description:
The customer reported diluent leaked from the unit and onto the counter top involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe): laboratory coat, gloves and eye protection during the incident. The customer stated the unit was not in operation. No patient results were impacted. The customer did not come into direct contact with the liquid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) stated the tubing at pinch valve (pv67) had a hole in it and a faulty different mixing motor was short circuited by the fluid leak. The fse replaced the tubing at pinch valve (pv67) and the different mixing motor to resolve the issue. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).